Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose was going high and customer did not receive an alarm. The insulin passed the self test but failed the high pressure test. The insulin pump also had alarmed for a motor error. The blood glucose reading was 440 mg/dl. Customer expressed high blood glucose symptom of chest pain. Customer was wearing the insulin pump at the time of the event. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that he was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. No delivery alarm functioned properly. The device was received with minor scratched display screen, cracked reservoir tube lip and missing end cap sticker.